Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing, unexpected suspend [low sg] occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The supplemental report had been submitted with missed information in h11 section and missed information have been submitted with this report. Previous supplemental missed information in h11 section: the information provided with the initial report in sections b5, e1, g2, h10 and h6 was not complete/completely correct. The updated event information is being submitted via this follow up report under b1, b5 and h6 sections.

Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged high bg event on (B)(6) 2021. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Successfully downloaded the trace and history files using thus. No unexpected insulin flow blocked alarms noted during testing or found on or near (B)(6) 2021 (event date) in the history files. The pump was programmed with a test guardian 2 link transmitter and a glucose sensor simulator. The pump communicated properly with the transmitter and glucose sensor simulator, calibrated to the programmed test value (10.0 mmol/l) properly, and displayed correctly on the display graph. Set the low bg level to 5.0 mmol/l. Lowered the glucose sensor simulator to 5.56 mmol/l and the pump alarmed alert before low (with audio and vibrate) at 5.56 mmol/l and the suspend on low alarmed (with audio and vibrate) at 4.8 mmol/l. The pump was monitored for two (2) days and no unexpected suspend (low sg) occurred. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Unexpected suspend (low sg), high bg anomaly, and insulin flow blocked alarm are not confirmed. The pump passed all functional testing. No unexpected insulin flow blocked alarms during testing. The pump was monitored for two (2) days and no unexpected suspend (low sg) occurred. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the ngp 640 insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: the customer had insulin pump under delivery. The customer was not received no delivery/occlusion alarm - unknown timing and unexpected suspend [low sg] was not occurred. The customer experienced high blood glucose. The customer blood glucose value was 19.4 mmol/l at the time of event. The customer was treated with manual injection/insulin pen. No further patient complications were reported. Troubleshooting was performed, insulin pump passed self-test and displacement test. The insulin pump will be returned for analysis.